Event description:
It was reported that in (B)(6), the right ventricular lead thresholds rose from 0.75 v, 0.4 ms to 1.75 v, 0.5 ms, r-waves decreased from 7 mv to 3 mv and the unipolar lead impedance from 609 ohms to 219 ohms. The patient was asymptomatic and not pacemaker dependant. The patient will be monitored monthly. The lead was capped and replaced on (B)(6).

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.